Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accutni results, generated by the access 2 immunoassay system for two patients. Customer tested a sample for accutni and obtained a result of 5.51ng/ml. Upon repeat, this sample gave a result of 0.04ng/ml another sample when tested gave a result of 1.71ng/ml and repeated as 0.10ng/ml. The erroneous results were not reported outside the laboratory. The customer did not report any patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Samples collection and handling details were not supplied. In 2008, a field service engineer (fse) went onsite to address issues with failing system checks and incubator belt james: the fse made repairs to the system and verified system per established procedures. This verification included a system check which passed specifications. On the next day, qc was elevated outside the customer established range. Upon repeat, the qc resulted in range. Service was onsite following the event the following day: a preventive maintenance (pm) was performed which was noted by the fse to be overdue. During the pm, the fse observed a spill in the wash wheel showing precipitated buffer, a broken precision pump spring, and a worn mixer bearing ring. Fse replaced need parts and performed a system check and diagnostic testing. Verification testing passed. Eleven days later, the customer confirmed they have had no further issues since the pm completion. Although hardware issues may have contributed to this event, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.